Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was in critical override mode and offline on remote support services at the station. A field service engineer checked the station and restored the device back online, then called the customer to provide an update, suggesting that ongoing work on the floor caused connection issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system was in critical override mode and displayed offline on remote support services at the dbnsf station, causing a delay to the patient's care. The customer stated that if medication was needed for the patient, it could be obtained from the pharmacy. There were no adverse events or injuries reported based on this event.